Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found image defect. Other findings were: flooding in the imaging of the main unit and camera cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the internal charged coupled device may have failed due to flooding of the main unit¿s image capture and camera cable. Therefore, it is assumed that normal communication was not possible, and this led to the occurrence of the image abnormality. A definitive root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had poor image quality. It was unknown when the issue occurred. There were no reports of patient harm.